Event description:
Healthcare professional reported right side "small amount of peri implant fluid", "intracapsular rupture", "collapse of implant" and "number of tiny cysts" confirmed via diagnostic testing. "Number of cysts" is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "peri implant fluid" and "rupture".

Event description:
Device has been explanted and replaced.